Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported to olympus that a patient sustained an esophageal perforation during fibrogastroduodenoscopy using an evis exera iii gastrointestinal videoscope at the esophageal mouth passage. The indication for the procedure was epigastric pain. No device malfunction was noted. The patient subsequently received antibiotic therapy, and underwent mediastinoscopy with lavage, and feeding by jejunostomy. The patient died about 6 months later due to pulmonary embolism. The cause for the pulmonary embolism was unknown. However, the patient death was not attributed to the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the reported event was not caused by a defect of the subject device. However, the root cause of the event could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to d8 and h4. Olympus will continue to monitor field performance for this device.